Manufacturer narrative:
The reported event was caused by a break of the welding of the spring loaded arm. The spring loaded arm of the concerned device is part of the field corrective action ref.z-2212-2009. The investigation in scope of this action together with the supplier of the spring loaded arm revealed the reported problem is related to a crack of a welding seam. Further investigation on other actual complaints shows signs of endurance cracks of this welding seam.

Event description:
It was reported that a hospital biomed inspected several surgical lights with respect to the handle of focus mechanism. The affected surgical light and its springloaded arm indicated no conspicuities. Approx. 2 minutes after the inspection the affected spring loaded arm broke (without any other influence) and the light head has fallen to the ground. At this time the theater was not in service; no injury/damage to any person.